Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported in a supplemental report.

Event description:
The customer reported that he sawed the reamer in the middle and that he saw plenty of dirt that was left behind even after cleaning and sterilization. Based on that experience, the customer alleges that even with a correct cleaning and sterilization procedure, the reamer shaft cannot be cleaned properly. The customer states that he does not allow the bixcut kit at his hospital anymore.